Manufacturer narrative:
Analysis of the device, model # 37713, (B)(4), found no anomaly.

Event description:
It was reported that the implantable neurostimulator (ins) required a replacement due to the recharger system coupling issues. It was stated that the patient exchanged recharging system. The manufacturer representative reportedly tried to couple with the brand new charger out of the box and was not able to couple. It was stated that the patient was scheduled for surgery. It was later reported that the ins was replaced on (B)(6) 2013 and coverage was appropriate after surgery. The outcome was reported as recovered without sequela.

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 377760 lot# v015525, implanted: 2007 (B)(4), product type lead product ID: 377760 lot# v016552, implanted: 2007 (B)(6), product type lead product ID: 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.